Event description:
The customer reported that there is variation between the blood glucose level and the sensor's reading. The blood glucose level was 103 mg/dl and the sensor's reading was 60 mg/dl. In troubleshooting, it was found that the patient may have been over calibrating. The proper timing and number of recommended daily calibrations was explained to the customer. The patient was advised to monitor the issue. The current blood glucose reading was 96 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.